Event description:
The head of the titanium elastic nail (ten) inserter instrument broke off during use on (B)(6) 2013. The intraoperative insertion of the ten was not possible. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the present inserter was broken off due to a mechanical overload. Furthermore it was conducted, that this instrument was manufactured in april 2004 to the specifications.